Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing on ventricular lead was observed. Programming changes were recommended.

Manufacturer narrative:
Initial reporter: - (B)(6). Profession: - nurse.